Manufacturer narrative:
Follow-up #1: date of submission 03/26/2014. Device evaluation:the device has been returned and evaluated by product analysis on 03/07/2014 with the following findings: the keypad was observed to be intact; no damage was visible. The complaint of intermittently unresponsive keypad buttons was not duplicated during testing. All of the buttons responded appropriately. The keypad was removed and there was evidence of contamination found under all of the button contacts.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile change prior to damage) issue. Reportedly, the ¿up¿, ¿down¿ and ¿ok¿ buttons were intermittently responsive and the keypad cover was peeling. There was no evidence of moisture or corrosion in the pump noted. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.